Event description:
Caller reported cgm error, specifically error 42, related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. The caller received complete pump reset information, and technical support guided the caller through the process, resolving the issue as the pump did not display the error code again after the reset.